Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sheeting on an automated pd set with cassette was detached in one corner of the cassette. The detached cassette sheeting was discovered prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.